Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6) 2016. At this time the patient obtained blood glucose readings of ¿280 and 240mg/dl¿ with the subject meter within 20 minutes of one another. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and stated that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. Two hours after the alleged product issue occurred the patient developed the symptoms of ¿shaky and sweaty¿. In response to these symptoms the patient self-treated by consuming more food and/or drink. No medical intervention was required as a result of these symptoms. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other. The patient¿s products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.